Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) alarm with the homechoice (hc) machine during drain 2 of 3. The home patient (hp) stated she had already cleared the alarm by cycling the power to the machine, discarded the supplies, and started therapy over again with new supplies. The hp had called the registered nurse (rn). The hp was connected at the time of the alarm. The cause for the alarm was unknown. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.